Event description:
It was reported that the 6800 system would intermittently not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The image processor board was replaced during the service call. The system was tested and found to be working as intended and put back into service.